Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the doctor checked the patient's implantable neurostimulator (ins) last week and stated the ins was dead. It was stated the patient programmer also showed a phone, and the patient didn't know of the code. During an exercise class on the day of the report, the patient thought their tremors were worse. The patient was scheduled for a replacement for (B)(6) 2018.